Event description:
It was reported by the affiliate that during an unk procedure, clips dropped off in the patient's body. Clips could be retrieve completely. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4,6,8: information anticipated, but unavailable at this time.